Event description:
It was reported that the pmw35 was used during a varicose vein procedure. It was reported by the affiliate that the pmw35 was not going into the skin correctly. Staples also falling out. Patient had several procedures on days 2,3 and 4, when manually removed. Days 7-10 there was a wound breakdown as a result.

Manufacturer narrative:
Device a. Based upon the info received and the visual examination, it was concluded that three sterile instrument were returned in unopened tyvek pouches. The instruments were cycled, fired, and formed the staples within design specification. It was concluded that the instruments were fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated.